Event description:
It was reported that patient had a revision surgery performed due to loosening of the tibial component and metallosis most likely due to a delamination of oxonium.

Event description:
It was reported that patient had a revision surgery performed due to metallosis.

Manufacturer narrative:
Additional information: d4, g5, h4. Correction: b5.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Therefore the product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. Our clinical analysis noted that the intraoperative findings of metallosis, synovitis and loosening are consistent with findings associated with metal debris. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. No further clinical assessment is warranted at this time. Our investigation indicated that the first generation of journey bcs knee system was part of field action initiated in 2018. No additional actions are being taken at this time.; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Additional info: a1, d10, g7, g9, h2, h3, h6, h10. Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it is reported that this patient underwent a tka revision due to pain, loosening and metallosis. The surgeon noted that metallosis was found and the synovium was completely black with aggressive synovitis at the tibial plateau, causing a loosening. There was no metal-metal contact or other conflict with a hard surface such as cement. Polyethylene was not broken but seemed more used than what we could expect. No records have been provided. X-rays and additional information have been provided, which indicates an aspiration was performed prior to the tka revision. The intraoperative findings of metallosis, synovitis and loosening are consistent with findings associated with metal debris. Without the supporting lab/pathology results and the analysis of the explanted components, the source of the reported metallosis cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it is reported that this patient underwent a tka revision due to pain, loosening and metallosis. The surgeon noted that metallosis was found and the synovium was completely black with aggressive synovitis at the tibial plateau, causing a loosening. There was no metal-metal contact or other conflict with a hard surface such as cement. Polyethylene was not broken but seemed more used than what we could expect. No records have been provided. X-rays and additional information have been provided, which indicates an aspiration was performed prior to the tka revision. The intraoperative findings of metallosis, synovitis and loosening are consistent with findings associated with metal debris. Without the supporting lab/pathology results and the analysis of the explanted components, the source of the reported metallosis cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed.